Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intermittent high impedance readings were seen on the ventricular lead. Since the lead has been stable since implant, the physician elected to monitor the patient.